Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found serum on the tip clamp and sleeve in the reported problem area of the pipetter assembly. The instrument was cleaned, inspected, tested without further problem, and returned to service.